Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, implantation of the left ventricular (lv) lead took a ¿long time¿ and the dislodged while slitting. It was also reported that one month post-implant, the lv lead was found to have dislodged. During the lead revision, the physician noted that the lead could not be removed or fixed well. The lead was capped and a different lv lead was implanted. No patient complications have been reported as a result of this event.